Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm after a infusion set site change. The customer changed both the cartridge and infusion set site and no additional occlusion alarms announced. The customer observed that the infusion set site was a little kinked at the end. Due to changing both the cartridge and infusion set site, tandem technical support could not verify which of the two supplies were the culprit in causing the occlusion alarm.